Manufacturer narrative:
Though requested, patient info was not provided.

Event description:
Reportedly, during patient use, a 'high fio2' alarm occurred which was not solved by calibrating the oxygen sensor. There was no medical intervention or adverse patient effects reported.